Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3: device not returned.

Event description:
It was reported that the wake button was difficult to press and required multiple presses to turn on the pump screen. There was no reported impact to customer's blood glucose. The pump was replaced to address the issue.